Event description:
A physician reported that after intraocular lens (iol) implantation, scratch was found on the back of iol. The surgery was completed without product replacement. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Only carton, p&l components received. No iol or adm received. Video was provided. Video review: video shows iol implantation with autonome device. The device preparation is not recorded. Autonome nozzle comes in the picture. The lens appears to be in a correct position for the advancement. Mark/line is visible in the central part of the iol optic after implantation. The exact position of the line/mark (posterior or anterior surface) cannot be confirmed from the provided video. The product investigation could not identify the root cause for the reported complaint "scratch on rear of iol optics". Not enough information provided on ovd use and device preparation. No product was returned for evaluation. Lens damage may occur: due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol/device contributed to the event. A final root cause cannot be determined based on available information and without the evaluation of the physical product. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).